Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
Related manufacturer reference number: 3006705815-2022-13958. Related manufacturer reference number: 1627487-2022-02393. It was reported that the patient experienced ineffective therapy. Additionally, patient has not used the scs system for 2 years. As such, surgical intervention may take place to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.